Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: d334drm defibrillator 6947m62 lead and 5076-52 lead implanted on (B)(6) 2013. Product event summary: the batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual examination. Functional testing revealed that the batteries were unable to charge due to a flag on each battery. Further analysis revealed that the flags were due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair in each battery increased above the voltage threshold. When an over-voltage fault occurs, the batteries are unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. The flags were removed after allowing the batteries to discharge, causing the voltage to decrease below the voltage threshold. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650/catalog #: 1650/expiration date: 31-mar-2019/serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes. Return date: 12-mar-2019. Device evaluated by MFR? Yes. Dev rtn to MFR? Yes. Mfg date: 07-mar-2018. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because they were not charging and were flashing red when placed on several battery chargers. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.